Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level of 600mg/dl and ketones. A manual injection was administered to address the bg level. No troubleshooting was performed due to the issue occurring in the past. The customer changed their cartridge and infusion set. It was reported that the customer did not observe drops of insulin exiting the end of the tubing during filling. The customer primed the tubing and observed insulin bubbling in the luer lock. The customer then changed out their cartridge once more and their infusion set multiple times and no insulin was observed exiting the tubing. The customer was to revert to manual injection for diabetes management.